Event description:
Medtronic received information that 1 year post implant of this device, the patient came in for a follow-up and the physician noted that the device was fractured. The physician noted that after the initial implant of the ring a year ago, the patient was not very active and remained in a sitting or prone position for a long period of time. The physician did not feel there was a product quality issue. The physician explanted the device and replaced it with another device (unknown device). It was not known if the device would be returned for analysis. There were no visual images or films available that showed the break.

Manufacturer narrative:
A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
This device was incorrectly reported as an annuloplasty ring. The device information has been corrected to indicate that it is a shunt. Product analysis and investigation are ongoing.

Event description:
Medtronic received information that a fracture of this annuloplasty ring was observed during the patient¿s one-year post-implant follow-up. It was reported that the patient was mostly inactive for long periods of time in sitting or prone positions, but the physician did not feel there was a quality issue with the ring. The ring was explanted and replaced with another manufacturer¿s device. It was not known if this device would be returned for analysis. There were no visual images or films available that showed the break. No adverse patient effects were reported prior to or after the reoperation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.